Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were exhibiting low shocking impedance measurements less than 20 ohms. The patient was brought into the clinic and all impedances were within normal limits. The shock impedance was 50 ohms. Isometrics were also performed and reported normal impedance measurements. Additional troubleshooting to perform a max energy shock was discussed. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Impedance testing was completed and all measurements were within normal limits. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
Additional information received indicated additional defibrillation threshold (dft) testing was performed with the delivery of a high energy shock. The shock impedances was within normal range and converted the arrhythmia. No additional adverse patient effects were reported.